Manufacturer narrative:
Upon startup by a nurse, a ventilator not in clinical use continuously generated a high turbine temperature alarm, leading to its removal from service. The alarm functioned as intended, and no patient or user harm occurred. The facility's biomedical department successfully returned the device to operation by replacing the blower assembly, and the ventilator reportedly passed post-repair performance specification testing. Although the successful field correction confirms a device malfunction, the exact failure mechanism and root cause at component level could not be conclusively determined because the defective blower assembly was not returned for lab evaluation, and no diagnostic reports, error codes, or troubleshooting logs were provided. The investigation is concluded; no further corrective or preventative actions are required at this time. If a formal evaluation of the replaced part is conducted, a supplemental regulatory report will be submitted with the findings. This allegation will be tracked and trended for post-market surveillance purposes.

Event description:
Philips received a complaint regarding a v60 ventilator indicating that the device experienced continuous alarm activation after being powered on. There was no patient involvement at the time the issue was identified. No medical treatment resulted from the event, and no patient harm was reported. Investigation is ongoing.